Event description:
It was reported that the main body separated from the twist clamp (sleeve) of a minicap extended life pd transfer set. This occurred during use of peritoneal dialysis therapy. The set was in use for about four (4) days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye observed a broken occluder feet on the light blue main body. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent use related issue with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.